Event description:
On 02/01/2008, the mgr of ra/qa/clinical affairs at bio-rad laboratories was contacted by a physician from (B) (6) hosital, (B) (6). The physician stated that while participating in a surgery to remove a parotid tumor, the physician had accidentally been stuck with a contaminated needle. Per the hospital's in-house testing protocol for needle stick injuries a sample was drawn from the pt to test for the presence of (B) (6) antibodies. The initial test was performed using the bio-rad laboratories' multispot (B) (6) test; the result was reactive (in one (B) (6) test spot only). The laboratory repeated the testing and obtained the same results. The physician was subsequently treated with antiviral therapy but discontinued the therapy due to falling ill from the treatment. The pt sample was then sent to a reference lab for eia and western blot testing with the bio-rad laboratories gs (B) (6) plus o eia test kit and the bio-rad laboratories gs (B) (6) western blot kit. The eia results were reported as non-reactive and the western blot assay was indeterminate with a +/ - p24 band. Viral load test results were reported as negative with >1.7 log viral copies (>50 copies/ml).